Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, mini drawer 3.2 would not recover. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 24jan2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure of the drawer. A field service engineer made adjustments to both fascia plates and reseated 10 mini engines to restore the drawer's functionality. The system functioned as intended after the field service engineer troubleshot the device.